Event description:
The manufacturer received information alleging an issue with a ventilator's high pressure alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's high airway pressure alarm knob had a missing set screw. The set screw was replaced to address the issue.